Manufacturer narrative:
(B)(4).

Event description:
Functional tests were not performed, as the receiver would not turn on.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed after the case was opened and the battery was replaced with a good known battery. The receiver log was reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a bad battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.